Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) failed to pair with an ilet pump, resulting in no glucose readings after warmup and subsequent cessation of automated dosing. Troubleshooting included verification of sensor and transmitter codes, firmware status, bluetooth status, device restarts, and pairing toggles, followed by sensor replacement after an initial insertion with bleeding and a second successful warmup and connection. Symptoms included hyperglycemia with a reported blood glucose of 363 mg/dl. Outcomes included interruption of automated insulin dosing until cgm data resumed. Investigation included technical review, device troubleshooting with guided steps, and assessment of connectivity and firmware. Investigation of this case revealed that the issue resolved after sensor replacement and successful cgm connection, restoring ilet dosing. It was concluded that the event was related to cgm pairing failure that led to temporary suspension of automated dosing and resultant hyperglycemia, with resolution upon establishing cgm communication. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.